Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, the right atrial lead had noise causing inappropriate automatic mode switching episodes. The lead was capped and replaced on (B)(6) 2018 during normal device change out. The patient was stable after the procedure.